Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 112 mg/dl at the time of incident. Customer stated that the insulin pump had several stuck button alarm . No significant event leading to button error or keypad anomaly were observed. Customer stated that the buttons were responsive after the battery has been changed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.